Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed and the e315 error message was displayed. The image was restored after replacing the electrical connector. Also, evaluation found the scope connector could not be connected securely due to deformation of the plug unit, the venting connector was leaking, the leak check label was discolored, and the light guide bundle was slightly broken. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message after a diagnostic procedure. There was no delay and the procedure was completed with the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2. Correction to e2: selection was inadvertently selected and should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the error occurred due to an unstable electrical connection caused by deformed plug unit and/or water invasion of the connector. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.